Event description:
It was reported that there was ventricular lead warning. The bipolar impedance was lower than the unipolar impedance. It was noted the right ventricular (rv) lead impedance was decreasing from the previous follow ups. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).